Event description:
It was reported that patient underwent procedure utilizing the discovery elbow humeral and ulna impactors in 2009. During the procedure, both the impactors sheared, leaving plastic debris in the patient. This was reported to have been removed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned device found that the tip was fractured. The tip is utilized for final impact strikes on the humeral stem after it has been assembled with the ulna component. The tip may have been utilized while impacting the humeral stem by itself, which could have caused the impactor tip to fracture.